Event description:
Customer reported a rh discrepancy on a donor sample. An unexpected positive reaction was obserevd in a weak d assay. Results were generated on galileo, for weak d assay.there were no adverse consequences suffered by this donor or any patient because of this incident.

Manufacturer narrative:
Images were retrieved and analyzed. The weakd monolayer integrity read appeared normal with red cells evenly dispersed with no pinholes nor any other abnormal artifacts. The weak d final interpretation image appeared positive which agreed with the 2+ reaction grade given (reaction strength 50.) The roi's for this weak d final interpretation appeared normal as well. The customer did not return sample for investigation testing.